Event description:
In 2008 at 1:49 pm, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra 2 is reading inaccurately low and failing the control solution test. Four days later, this medical affairs specialist contacted the patient to obtain more information. However, the patient provided limited information. After the reported issue began in 2007, the patient reportedly developed symptoms described as "sweating and weak". The control solution test failed with a "102 mg/dl" (control solution test range-103-138 mg/dl). The patient did not test on any other blood glucose meter. The patient did not require medical intervention and did not take any action in regards to diabetes treatment. It would have been helpful to obtain the following information: time and date of reported symptoms, food intake, diabetes medication intake, and lfs meter reading prior to the symptoms. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl. However, the meter was not coded correctly at the time of concern. Incorrectly, coding the meter can cause false glucose results. This complaint is being reported because the patient claimed he developed symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.